Event description:
The report from the affiliate indicated: a pt underwent a reportedly elective procedure to a de novo, chronic total occlusion (cto), 90mm type c, ostial lesion in the proximal through mid rca with 100% stenosis. There were cto lesions at the lad and lcx also, but they were not treated during this procedure. While crossing the guidewire through the cto, a dissection occurred from the rca to the right pda. Three cyphers were implanted to overlap each other from the ostial section of the proximal rca to the distal portion of the distal rca. The right pda dissection was left untreated after the procedure. At midnight, the pt vomited and complained of chest pain. Cag was conducted and thrombus was confirmed inside all three cypher stents. To treat the thrombus, poba and aspiration were conducted. During aspiration, thrombus was not aspirated. Even after this treatment, there was no flow. The physician decided to conduct CABG at a later date.